Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he needed assistance with the bolus wizard and manual blousing. The blood glucose reading was between 234 mg/dl and 238 mg/dl. The patient was assisted with bolus settings and what the recommended amount of daily boluses was. He stated that his blood glucose was high so he adjusted the insulin pump for the right amount of insulin units. The customer was advised about additional training. No further information was provided.